Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited oversensing. The patient is in stable condition. The lead remained implanted.